Manufacturer narrative:
Clinical investigation: based on the information available, the liberty select cycler can be disassociated from the event; as there is no evidence or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event (severity of s3, s4 or s5). Additionally, there is no allegation of a machine malfunction or of the machine failing to perform as expected in relation to the event. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available, please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly. Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that fed ex was unable to deliver the patients replacement cycler. The (B)(6) employee stated the cycler could not be delivered due to the patient being hospitalized. Additional information was solicited, but unavailable.